Event description:
It was reported that during an unk procedure, the clips were malformed. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged jaws. Evaluation summary. The analysis results of the er320 found that it was received with the jaws damaged producing ejected clips. However, it could not be determined what may have caused the damage found. No malformed clips were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.